Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. We were unable to perform self-test, off no power test, error test, occlusion test, prime test, excessive no delivery test, displacement test due to motor error alarm. The insulin pump passed idle current test and run current test. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received motor error alarm. It was reported that there would be a replacement pump. No further information provided.